Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads (from the same lots). It was reported the pt is not receiving adequate coverage. It was also reported the pt is experiencing rib stimulation. Reprogramming attempts have been unsuccessful. No further action will be taken to address the issue.